Event description:
This is filed to report clip opening while establishing final arm angle, clip expulsion, foreign body in patient and mitral regurgitation. It was reported that on (B)(6) 2022, a patient presented with grade 3-4 functional mitral regurgitation (mr) and a small cleft. A mitraclip ntw was planned to be implanted on the medial side of a2/p2 to the border of a3/p3. Two grasping attempts were made, close to the border of a3/p3, but the posterior leaflet was very short. The clip was moved to the center, and the third grasp was better, but the posterior leaflet was not sufficiently grasped. Another attempt to grasp resulted in good leaflet insertion, tissue bridge and mr reduction. During deployment, the first establishing final arm angle (efaa) was completed per instructions for use (IFU). There were no device issues with the lock line, but the operator had trouble removing the o-ring and unraveling the lock line. After the lock line was removed the second efaa was performed. However, the clip opened from 20 degrees to 40 degrees during the efaa. The clip was closed again to 20 degrees and the second efaa was performed again with success. The clip was deployed and the clip stayed closed at 20 degrees. The mr was reduced to 1 and the clip was very stable on fluoro and echo. On (B)(6) 2022, the clip detached from both leaflets and was in a stable position in the apex. The clip is still closed at 20 degrees. There was suspected small tissue damage and the mr increased to a grade of 4. No further treatment has been provided. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
In addition, this complaint was reviewed by a staff clinical research and development engineer. The reviewer stated that ¿one hundred thirty-seven (137) echocardiographic videos were provided. Sixty-seven (67) videos were provided in a folder labeled "reeval" and taken during initial imaging assessment prior to sgc insertion; all 67 videos were evaluated to confirm no mitraclip system or clip are in view. Seventy (70) videos were provided in a folder titled "procedure" and were taken during usage of the reported cds; the videos spanned the entire procedure (transeptal puncture cds usage & clip deployment system removal). The videos show multiple grasping attempts, with the posterior leaflet evading the first grasping attempt, requiring regrasping; this aligns with the reported incident details. Based on visual assessment of the posterior leaflet in the videos and the close proximity of the clip to the posterior aspect of the annulus, it is apparent the patient had a short posterior leaflet. The clip was deployed successfully, seemingly next to / on the posterior aspect of the annulus due to the short leaflet length. It is unclear which videos were taken during the second efaa check (post lock line removal) in which the clip arms reportedly opened from 20° to 40°; as such, no comment regarding this reported device observation can be made. However, video of the fully deployed clip shows the clip grasped onto both leaflets securely with the clip arms at an angle of ~10° - 20°; this is an estimation based on visual assessment with the naked eye and cannot be confirmed. Overall, the videos provided align with the reported incident details regarding a short posterior leaflet that required multiple grasping attempts and a clip placement near the posterior aspect of the annulus; there were no device issues or abnormalities observed in the videos. No video of the reported post procedure complete clip detachment was provided.¿

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported difficult or delayed leaflet grasping and expulsion associated with complete clip detachment (ccd) appear to be related to challenging patient¿s anatomy (short posterior leaflets, rotated heart, small mitral valve cleft, calcification). The reported clip opening while establishing final arm angle (efaa) could not be determined. Additionally, embolism/embolus, unspecific tissue injury, and mitral regurgitation (mr) are listed in the instructions for use as a known possible complications associated with mitraclip procedures. The reported foreign body in patient resulting in embolism/embolus, unspecific tissue injury (tissue damage), and mr was cascading effects of expulsion. The reported hospitalization was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.